Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in reservoir bladder. Testing revealed this to be a site of leakage. Microscopic examination of the separation revealed it to have a central groove, indicating contact with sharp instrumentation such as a needle. A group of striations was noted on the reservoir inlet tube, indicating contact with unshod instrumentation. Testing revealed this to be a site of leakage. No functional abnormalities were noted with the pump or either cylinder. The returned components were released according to manufacturing and quality control procedures. Due to the brief period in-vivo, it was concluded that the needle stick noted in the reservoir bladder would have allowed leakage and eventually the inability to inflate the device. However, based on surgical procedure, it cannot be confirmed as to when this needle stick may have occurred. In addition, it was concluded that the observed instrument separations noted on the reservoir inlet tube occurred subsequent to the device packaging being opened. It was concluded that these separations most likely occurred during explant to remove the device. This separation site is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, inability to fully inflate device and intermittent pain were reported. The device was explanted and replaced with another inflatable device.